Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal at concentration of "2000" and dosage of "1000" via an implantable infusion pump. It was reported that catheter pump piece was frayed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The catheter piece was replaced. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body had damage to the transition tube. (B)(4). If information is provided in the future, a supplemental report will be issued.